Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: unknown') in a 30-year-old female patient who had essure (batch no. B12389-inv, d12059) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stillbirth on (B)(6) 2015, miscarriage in 2011, miscarriage in 2005 and body mass index normal. Concomitant products included medroxyprogesterone acetate (dmpa) (B)(6) 2016 for birth control. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain/pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2017, the patient experienced bacterial vulvovaginitis ("bacterial vaginitis") and vulvovaginal mycotic infection ("yeast infection"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding/excessive bleeding"), abdominal pain ("abdominal pain/constant abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)/pain during intercourse"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia\ abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), migraine ("migraine"), headache ("headaches") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, female sexual dysfunction, back pain, menorrhagia, vaginal infection, vaginal discharge, urinary tract infection, migraine, headache, fatigue, weight decreased, bacterial vulvovaginitis, vulvovaginal mycotic infection, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, back pain, bacterial vulvovaginitis, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: insertion details: right -5coils, left-3 coils. On an unknown date doctor suggested scrapping of the lining of uterus. In 2018, she discussed hysterectomy as treatment and she did not received treatment for urinary /bladder problems or changes and dysmenorrhea she received treatment for yeast infection, bacterial vaginitis, device dislocation and pelvic pain. She is currently planning for essure removal due to excessive bleeding: constant abdominal and back pain: pain during intercourse . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Ultrasound scan - on an unknown date: malposition of essure device location of device. Ultrasound scan vagina - on (B)(6) 2017: essure confirmation test (unspecified) total bilateral occlusion. Lot number reported b12389 is invalid . Most recent follow-up information incorporated above includes: on 25-aug-2020: update of information (batch is invalid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: unknown') in a 30-year-old female patient who had essure (batch no. B12389-inv, d12059) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stillbirth on (B)(6) 2015, miscarriage in 2011, miscarriage in 2005 and body mass index normal. Concomitant products included medroxyprogesterone acetate (dmpa) (B)(6) 2016 to (B)(6) 2016 for birth control. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain/pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2017, the patient experienced bacterial vulvovaginitis ("bacterial vaginitis") and vulvovaginal mycotic infection ("yeast infection"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding/excessive bleeding"), abdominal pain ("abdominal pain/constant abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)/pain during intercourse"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia\ abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), migraine ("migraine"), headache ("headaches") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, female sexual dysfunction, back pain, menorrhagia, vaginal infection, vaginal discharge, urinary tract infection, migraine, headache, fatigue, weight decreased, bacterial vulvovaginitis, vulvovaginal mycotic infection, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, back pain, bacterial vulvovaginitis, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: insertion details: right -5coils, left-3 coils. On an unknown date doctor suggested scrapping of the lining of uterus. In 2018, she discussed hysterectomy as treatment and she did not received treatment for urinary /bladder problems or changes and dysmenorrhea she received treatment for yeast infection, bacterial vaginitis, device dislocation and pelvic pain. She is currently planning for essure removal due to excessive bleeding: constant abdominal and back pain: pain during intercourse. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Ultrasound scan - on an unknown date: malposition of essure device location of device. Ultrasound scan vagina - on (B)(6) 2017: essure confirmation test (unspecified). Total bilateral occlusion. Lot number reported b12389 is invalid. Most recent follow-up information incorporated above includes: on 25-aug-2020: update of information (batch is invalid).¿ we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: unknown') in a 30-year-old female patient who had essure (batch no. (B12389,d120590) not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stillbirth on (B)(6) 2015, miscarriage in 2011, miscarriage in 2005 and body mass index normal. Concomitant products included medroxyprogesterone acetate (dmpa)1-jan-2016 to june 2016 for birth control. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain/pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2017, the patient experienced bacterial vulvovaginitis ("bacterial vaginitis") and vulvovaginal mycotic infection ("yeast infection"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding/excessive bleeding"), abdominal pain ("abdominal pain/constant abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)/pain during intercourse"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia\ abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), migraine ("migraine"), headache ("headaches") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, female sexual dysfunction, back pain, menorrhagia, vaginal infection, vaginal discharge, urinary tract infection, migraine, headache, fatigue, weight decreased, bacterial vulvovaginitis, vulvovaginal mycotic infection, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, back pain, bacterial vulvovaginitis, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: insertion details: right -5coils, left-3 coils. On an unknown date doctor suggested scrapping of the lining of uterus. In 2018, she discussed hysterectomy as treatment and she did not received treatment for urinary /bladder problems or changes and dysmenorrhea she received treatment for yeast infection, bacterial vaginitis, device dislocation and pelvic pain. She is currently planning for essure removal due to excessive bleeding: constant abdominal and back pain: pain during intercourse. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Ultrasound scan - on an unknown date: malposition of essure device location of device. Ultrasound scan vagina - on (B)(6) 2017: essure confirmation test (unspecified) total bilateral occlusion. Lot number reported (b12389 is not valid). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: unknown') in an adult female patient who had essure (batch no. B12389) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia\ abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), urinary tract infection ("urinary tract infection"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), bacterial vulvovaginitis ("bacterial vaginitis"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal): yeast infection"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, female sexual dysfunction, back pain, menorrhagia, vaginal infection, vaginal discharge, urinary tract infection, migraine, headache, fatigue, weight decreased, bacterial vulvovaginitis, vulvovaginal mycotic infection, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, back pain, bacterial vulvovaginitis, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: insertion details: right -5coils, left-3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Ultrasound scan vagina on (B)(6) 2017: essure confirmation test (unspecified) result-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: pfs and mr received: reporters were added. Lot no. Was added. Patient's demographic was added. New event- malposition of essure device location of device: unknown, bladder or urinary problems or changes, yeast infection, bacterial vaginitis were added. Severity of event was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.